Event description:
It was reported that patient required medical intervention for hypoglycemia; patient's blood glucose (bg) level dropped to 40 mg/dl. According to mother, this was due to patient's personal diabetes manager turning off at random, patient was reportedly driving and pulled over because he didn't feel right and called 911. An ambulance and paramedics came to patient's aide and emergency medical technicians treated him with "something to raise his bg levels". Patient was cleared to continue driving an hour later.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.